Manufacturer narrative:
Additional information added to b1, b2, b5, h1, and h6. The investigation of the reported allegations remains ongoing. Upon conclusion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that roughly nine days into support, the patient was diagnosed with heparin induced thrombocytopenia. The purge solution was switched from heparin to sodium bicarb in response to the condition. Due to the reduction/removal of heparin, the staff was advised to monitor the purge flow and purge pressure for any changes. When high purge pressure was eventually encountered, a replacement pump was scheduled for implant. Upon removal of the faulty pump, the patient remained hemodynamically stable, and the decision was made to withhold the replacement. No report of patient harm or injury.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The pump displayed high purge pressure issues. Actions taken to resolve the issue are unknown. The patient continued on support and the patient outcome was noted to be stable.